Event description:
It was reported, the patient had surgery the day prior and the patient thought they were going to ¿repair¿ the interstim, but the ¿box looked different.¿ it was unclear what this referred to. It was stated the battery was depleted and the "leads" were damaged. The patient had not fallen. The healthcare provider referred to the procedure as a ¿stage 2 revision.¿ it was noted there was also a time when the patient would go to the bathroom and nothing would come out. Information received a week later indicated the cause of the event was unknown, but the event was attributed to the lead. It was stated that ¿all leads¿ were greater than 4,000 ohms except the case. No hospitalization was required and the patient recovered without sequelae. A week later, it was stated that ¿it worked really well¿ from implant to (B)(6) 2013. In (B)(6)2013, ¿it stopped working properly.¿ the patient¿s symptoms returned. It was noted, the patient was thin and skinny and ¿maybe the lead got dislodged somehow.¿ the system was either ¿fixed or a new one was put in¿ and ¿everything was ok with that now.¿ a follow up report will be sent if additional information is received. Per manufacturer¿s device registry, the system had been replaced.

Manufacturer narrative:
Product ID 3889-28, lot# v667643, implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).